Event description:
The patient underwent previous reconstruction of her right breast using a double lumen mcghan implant. She sufered capsular contracture with this implant and there is concern for possibility of rupture. Patient was taken to the operating room and after satisfactory induction of general anesthesia, was prepped and draped in the usual manner. The previous inframammary incision was opened. Disection was carried down throughthe skin and subcutaneous tissue. The breast capsule was open using electrocautery. The double lumen implant was removed. The outer layer of the prosthesis had obviously ruptured. There was no residual saline present. The inner layer of the prosthesis was intact. The prosthesis removed intact. There was no loose silicone visible. An appropriate sized saline implant was placed. The patient tolerated the procedure well. There were no complicationsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: material degradation/deterioration. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.